Event description:
It was reported that the patient had a revision performed in (B)(6) 2011. She subsequently felt that her stimulation wasn't "quite right" and experienced a loss of therapeutic effect. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4).

Event description:
Additional information was received that reported the patient had met with her hcp and company representative on (B)(6) 2012 and did not have any further concerns with her device.